Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage and exposure to moisture found on sept 06, 2021. Insulin pump was received with a cracked battery tube threads. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture found on the force sensor, motor assembly and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The original electrical board 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board a 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original electrical board 1 was cleaned using isopropyl alcohol and swapped out with a working test electrical board a 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Blank display was confirmed due to corrosion on the electronic assembly. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip was confirmed. Cosmetic damage was confirmed at the back of the pump. Blank display was confirmed due to corrosion on the electronic assembly. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was failed and water got in and noticed a crack on it .customer reported that there was fluid in the battery compartment. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.